Event description:
It was reported that impedances were greater than 10,000 on contact 11. There were no symptoms. Additional information received reported impedances increased. The lead was replaced. It was noted that the system was still implanted.

Manufacturer narrative:
Lead model # 3877-45, lot 0206920509. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.